Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) had undersensing of an episode of ventricular fibrillation (vf) for quite sometime resulting in the patient having a delay in receiving therapy. It was noted that the paramedics were called, however resuscitation attempts were not successful and that patient passed away.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated right ventricular undersensing. Analysis of the device memory had an observation relating to vf detection. If information is provided in the future, a supplemental report will be issued.